Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh were implanted; on (B)(6) 2009, mesh was implanted; and on (B)(6) 2010, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacrocolpopexy, excision of mesh erosion with sling revision, posterior repair and cystoscopy due to recurrent sui, vaginal prolapse with cystocele, rectocele and mesh erosion. It was reported that on (B)(6) 2010, the patient underwent pelvitex graft in addition to meshes.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.